Manufacturer narrative:
After inserting a battery, device received with failed battery test, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, replace battery alert or unexpected battery power loss alarms due to the failed battery test alarm.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a replace battery alarm. Customer stated that the after changing the battery multiple times they got a battery change alert. Customer stated that this was the second occurrence of replace battery alarm in less than 8 hours after low battery alert. Customer stated that the problem was not solved. Customer restart the insulin pump and the problem persist. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.